Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 the lead was capped and replaced due to capture anomaly.

Event description:
New information notes that the issue was loss of capture at any output. The physician suspected micro dislodgement. The patient condition was stable.